Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. A control key switch background test error was found in the device's event long. A keypad test was performed, and the issue was confirmed. It was determined that there was a key that was stuck, causing the error. The key pad was replaced and the device was recalibrated as a preventative maintenance.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a system failure regarding the control key switch. There was no patient involved.